Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during shift check, the user facility biomed stated that the autopulse li-ion battery (sn (B)(4)) showed green leds (fully charged) but did not powered on the autopulse platform once inserted. No patient involvement.